Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering on during a demo for a new member. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during the functional testing and the archive data review. The processor board firmware was reinstalled using the apvision 3 software to clear the system error. The archive could not be downloaded due to corrupted data. The platform and diagnostic service pc communicated briefly, and apvision3 software reported system error 136 (internal parameter corrupted), confirming the complaint. The autopulse platform failed functional testing due to the "system error, out of service, revert to manual CPR" message displayed upon powering on, confirming the complaint. The processor board firmware was reinstalled using the apvision 3 software to clear the system error. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).